Event description:
It was reported that the facility was having issues with the wound drains collapsing and clotting drains. No medical intervention was required. Additional information was received from the complainant via phone on 22-feb-2019, that this was occurring mostly with channel drains hooked to a bulb suction. They have experienced this issue with different size wound drains. No patient injuries reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the wound drainage product labels are found to be adequate based on past reviews. Corrections: d10, h3.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the facility was having issues with the wound drains collapsing and clotting drains. No medical intervention was required. Additional information was received from the complainant via phone on (B)(6) 2019, that this was occurring mostly with channel drains hooked to a bulb suction. They have experienced this issue with different size wound drains. No patient injuries reported.